Event description:
Customer reported issues with the insulin pump. Customer states that they received the no delivery and had to change the infusion set four times. Customer states that the alarm was resolved by a complete set change. The blood glucose reading is 458 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).